Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown mg/dl. The customer stated that insulin pump had crack. The device will be returned for the analysis.

Manufacturer narrative:
Device received with blank due to battery connector not plug in properly to interface board. Device received with cracked case display window corner.